Manufacturer narrative:
Batch review performed on 15-jan-2025. Lot 1901316: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. A revision procedure was performed six years after the primary tka due to joint instability. The polyethylene insert was exchanged for a thicker one. Progressive instability is a well-described and relatively common complication following tka, as periarticular soft tissues may gradually stretch over time, leading to insufficient joint stability. In such cases, it is common clinical practice to increase insert thickness in order to restore appropriate soft-tissue tension. This revision was not related to any implant defect or malfunction; as reported by the surgeon, no signs of premature wear or damage of the explanted insert were observed. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 years and 3 months from primary the patient reported instability of the knee. The surgeon revised the 11mm insert to 14mm insert. Surgery was completed successfully.